Event description:
The patient contacted animas on (B)(6) 2012 stating that after swimming the pump alarm was activated. The patient claimed that the battery was removed and reinserted and the verification screen was flashing and the date and time was restored to factory default settings. The patient stated that an attempt was made to correct the time and date but the buttons were unresponsive. The patient claimed that moisture was present in the battery compartment. The keypad was reportedly intact. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display. The pump fails to power on. Evaluation revealed a display lens leak, and there was evidence of moisture damage observed on the pcb. Visual inspection revealed cracks around the perimeter of the display lens. There was no damage found to the keypad rubber. The keypad was removed and there was no damage found to the contacts, however there was evidence of contamination observed under all key contacts. Investigation for the alleged keypad issue could not be adequately completed because the pump would not power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.